Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the pump was "hardly responding" to audio bolus button presses. The pt says he primarily uses the audio bolus button feature to program bolus doses. He says he needed to press the button hard to achieve pump response and says the issue has been getting progressively worse over 2 or 3 months. He does not detect a tear in the keypad and denies that the pump was exposed to moisture and says he does not clean the pump. He says that due to the issue he has occasionally missed a bolus dose due to the issue if he was not paying attention or hearing the pump. The pt mentioned that he had a blood glucose concentration above 250 mg/dl but below 400 mg/dl at a time when he reportedly missed correction bolus doses due to the button issue. When reviewing the pump history with the pt, bolus doses were not delivered during that time period. The pt reported that he was nauseous and lethargic during that time period. The pt denied seeking medical attention.